Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a rtm failure; stuck on checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was for about a month maybe 2 months the pt had trouble charging their implant. Pt noted they would receive 00 when going to recharge the implant then the number would flip to 58 (patient services (pss) understood pt was talking about passive recharge mode). Last night for 45 minutes the pt tried to charge and it drained their charger thing; usually it takes the pt 2 and a half to 3 hours to charge (pss understood charging the implant). Pt was no longer able to charge their implant. During call pt attempted to charge their implant and received no device found; pt attempted to proceed through passive recharge move and received 62-62-62, pt noted they are not able to proceed past passive recharge mode. Pt noted the recharger gets real hot. The issue was not resolved. At the end of the call pt noted they will take some drugs they guess because their medtronic device really works.